Manufacturer narrative:
Additional narrative: (B)(6). The serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report 3 of 3 for the same event: it was reported from south korea that during an unspecified surgical procedure, it was observed that two attachment devices lubricated with lubrication oil increased in heat while drilling compared to the devices that had no lubrication. According to the reporter, the oil package was just opened for the first time prior to use and it was okay. The lubrication oil was used on the two devices before the steam autoclave as normal. The reporter indicated that one of the devices was used without the lubrication oiling and no heat was generated. It was not reported if there were any delays to the surgical procedure. Spare devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.